Manufacturer narrative:
The lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014.   According to the complainant, the patient had a patulous cervix. The physician used two tenaculums around the sheath to reinforce the seal. The first tenaculum was placed at 12 o'clock and the second tenaculum was positioned at 6 o'clock. At seven minutes into ablation, the second tenaculum came off and a subsequent fluid loss of 10cc was displayed. A cervical leak was noted and the procedure was then aborted. It was reported that the patient received vaginal burn and was treated with silvadene cream. The patient went to the emergency room the night after the procedure and was confirmed to have burns on the vagina, perineum and a fraction at the buttocks which was reportedly classified as second degree. Silvadene cream was prescribed and the patient was sent home. The patient is currently doing well.